Event description:
Caller alleged discrepant inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014. Inratio inr: 4.7. Laboratory inr: 1.7. Therapeutic range: 2.0-3.0. Testing was performed simultaneously as a correlation. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.